Manufacturer narrative:
Lot numbers were requested and not provided to gore. A review of the manufacturing records for the device could not be conducted.

Event description:
It was reported, that on (B)(6) 2013, there was an endovascular treatment of a new primary dissection using conformable gore tag thoracic endoprostheses. One of the conformable gore tag thoracic endoprosthesis was used as a distal extension and was deployed as intended proximal to the mesenteric artery. The final angiogram showed successful exclusion of the entry tears and the dissection, but distally the mesenteric artery was covered inadvertently. The patient was treated surgically with a bypass from the iliac artery to the mesenteric artery to avoid mesenteric ischemia. The patient tolerated the procedure.